Manufacturer narrative:
(B)(4). One (1) vm grasper, hunter, 36cm was returned as the complaint sample. The lot code was etched normally and displayed as j16 (october 2016), confirmation that the sample may have been used for 1 year prior to the complaint alert. The take apart sample that was returned did not include the handle or tube of the used take-apart sample. It did include the broken inserted part of the take apart sample. The broken section, the hunter grasper jaw, was not returned with the sample and the only remnants of something connected to the rod was a broken pin in the jaw connection hole. Upon initial visual inspections, usage marks were noted to be along the shaft of the insert, seen as minor scuffs and scratches. All parts of the take apart sample was accounted for and in the correct location. Following initial visual inspections, functional checks were performed. The insert fit into a tube, but could not hook into the tube based upon the lack of a jaw clevis. The insert was then slid into a handle and the ball on the handle end of the insert fit into the appropriate handle as necessary. Further visual inspections observed the section of the take apart insert that demonstrated the break. The small segment of the pin that was left was lodged inside the jaw hole. The pin depicted sheer breaks on both sides, as well as, one side of the pin was sticking out of the hole and the other side was below the edge of the hole. Between both the visual and functional inspections of the sp8382 the take apart insert sample¿s failure mode was verified. Based on the lack of components (jaws, clevis, and pins) returned with the insert, and the pieces of the take apart sample (tube and handle) not returned the root cause could not be determined. An overstressing was caused upon the pin to make the jaw break off the insert, but it cannot be accurately determined what most likely caused the overstressing without the effected pieces of the sample. For referential purposes, the pieces of the jaw that were not returned are as follows: the jaw clevis, the link, the rivet, the screw, the jaw assembly, and part of the pin. Device history records were reviewed for the sp8382 sample, date code j16, lot number 884506: all work instructions were completed accordingly. No deviations or non-conformances were noted. Qa testing was performed, all inspections passed. For the j16 take apart insert sample, the most probable cause of the failure mode could not be determined. The lack of the entire failed device being returned led to the lack of determination of the root cause of the failure mode.

Manufacturer narrative:
(B)(6) : (B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The tip of sp8382 broke during surgery. Patient needed to be x-rayed since the pins fell off the tip. Additional information received (B)(6) 2017 the customer reported the case was a laparoscopic cholecystectomy and was finished as such without conversion. As far as I know the patient was stable after the incident and there were no issues. The patient and family were both notified of the incident and instructed by the surgeon to follow up should any issues occur. The surgeon was using the hunter grasper to pull back on tissue when the entire tip of the instrument disconnected and fell into the patient. There was no harm that I was made aware of and the piece was retrieved. One of our coordinators from spd came to the room and removed the instrument from the room and took it to our repair truck to get looked at. It was then that we were told the pins were missing and could have potentially fallen into the patient. I notified the surgeon and an x-ray was taken at the end of the case but they were unable to see if anything was left because of how small the pins are. From what they could tell ¿ it didn¿t look like anything was there. Although additional questions were asked, no further information was provided.